Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead; however, daily trend measurements have remained within range. Provocation maneuvers were performed and no noise was observed. The out-of-range measurement was noted on the proximal coil but was unable to be reproduced. The patient is expected to be monitored closely until further follow-up in september. This rv lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 impact codes and h6 device codes.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead, however daily trend measurements have remained within range. Provocation maneuvers were performed, and no noise was observed. The out-of-range measurement was noted on the proximal coil but was unable to be reproduced. The patient is expected to be monitored closely until further follow-up in september. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, loss of capture (loc). Noise and oversensing. The plan was to have this lead replaced soon and currently the right ventricular (rv) lead sensitivity was decreased to agc 1.0 mv.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead, however daily trend measurements have remained within range. Provocation maneuvers were performed, and no noise was observed. The out-of-range measurement was noted on the proximal coil but was unable to be reproduced. The patient is expected to be monitored closely until further follow-up in september. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, loss of capture (loc). Noise and oversensing. The plan was to have this lead replaced soon and currently the right ventricular (rv) lead sensitivity was decreased to agc 1.0 mv. Additional information was received detailing that a system revision was performed. I t was decided to surgically abandon this lead, and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.